Manufacturer narrative:
(B)(4). Date of event - estimated. There was no reported product deficiency. The reported stenosis is listed in instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.0 x 20 mm crosssail referenced is being filed under a separate medwatch report.

Event description:
The following event was noted during literature review. It was reported that the patient presented with an acute inferior st-elevation myocardial infarction. The occluded right coronary artery (rca) was engaged with a 6 french guiding catheter and a guide wire was advanced to the distal vessel. The lesion was dilated with a 3.0 x 20 mm crosssail balloon to 10 atmospheres (atm). The subsequent angiogram revealed retrograde dissection to the aortic root. Two bare-metal stents, a 3.5 x 23 mm vision stent and a 3.5 x 24 mm non-abbott stent, were deployed across the lesion back to the ostium of the rca to seal the dissection. The patient was given anti-coagulant medication. Two hours later, the patient developed recurrent chest pain. Electro cardiogram (ECG) showed that the inferior st-elevation had resolved but displayed a new anterior st-elevation. Transoesophageal echocardiography (toe) revealed that the hematoma had remained confined to the aortic root adjacent to the ostium of the rca and that the left coronary artery (lca) was patent. Left ventricular systolic function was well preserved with no regional wall motion abnormalities. The anterior ECG changes improved and chest pain settled promptly with medication. The patient was discharged after six days. Three months later, the patient was admitted to another hospital with diffuse in-stent restenosis, which was treated with two drug eluting stents. No additional information was provided.